Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23rd july 2025, it was reported by an arthrex employee via email that for an ar-3636-1, knotless 1.8 fibertak® soft anchor, gen2, with #2 suture, qty. 1, the repair suture did not shuttle entirely through the anchor and it got stuck halfway through and the suture broke off. This was detected during use in an arthroscopic stabilisation/ labral repair procedure on (B)(6) 2025. The procedure was completed successfully as the anchor was re-drilled and a different anchor was used. (B)(6) 2025 - the suture broke after it got stuck as it shuttled back through itself. The end that was in the surgeon's hand was discarded. The remaining suture and implant was retrieved from the patient.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.